Event description:
Pt ordered cortrak nasal feeding tube. Tube inserted per usual procedure without issue. After insertion it was noted that one of the closure plugs was not present on the tube. Small area where it should be attached had a smooth bump. Did not look like it was torn off, but possibly a manufacturing defect. Tube was removed due to concerns that there could be further defects with it. A new tube with a different lot number was then inserted. Removed tube was bagged and saved. Avanos rep will be notified in the am. Aod notified. FDA safety report ID# (B)(4).